Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to atrophy of the urethra. A patient outcome of fully recovered was reported.